Manufacturer narrative:
Physio-control further evaluated the device and observed that the digital pcb assembly caused the device not to power on, and not to charge and shock defibrillation energy. The digital pcb assembly was then removed and evaluated. Physio-control determined that the cause of the reported issue was due to process residue that created a short from legs 4 and 5 to legs 3 and 6 of a resistor, designator r35 on the digital pcb assembly. This caused the device not to power on. A replacement device was provided to the customer under warranty.

Event description:
The customer contacted physio-control to report that their device showed a service wrench indicator in the readiness display. Upon device evaluation, physio-control observed that the device displayed the service wrench, charge-pak and attention indicators in the readiness display and that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.